Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator system was unexpectedly in backup operation. Further investigation revealed that backup occurred due to a computed tomography (CT) scan procedure. The device was reprogrammed and restored. The patient was stable.